Event description:
In a randomized clinical study evaluating the performance of the duramax® tunneled hemodialysis catheter identified a case of catheter-related infection. These infections necessitated early catheter removal. The incidence rate of cri in the dm group was 1.14 events per 1,000 catheter days, which was notably higher than the comparator group's rate of 0.67 events per 1,000 catheter days. All catheters were implanted without procedural complications. This report is being submitted as a serious injury due to the need for medical intervention and early device removal.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.